Event description:
Procedure type: splenectomy. According to the reporter: after properly loading 2 different egia45ctamt on the same idrive/adapter combo, the reload would articulate fully to the right and recalibrate. The error kept happening and prevented firing on the patients hilum of the spleen. The tech properly loaded the cartridge each time, cycled the idrive so that all indicator lights were solid green. After introduction into the pt, the surgeon pushed the silver open button to open the cartridge for placement. Upon opening, the reload articulated fully right, produced the recalibration noise and the white indicator lights appeared as if a reload was taken off the adapter. Two different tan cts were used with the same error each time. The reloads were never fired in the pt. After the case, the stapler was examined, opened, and closed, articulated with no problems evident - did not reproduce the same error experienced prior. There was no pt injury. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was no extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).